Event description:
It was reported that the patient was do not resuscitate (dnr) and was going to a skilled nursing facility (snf). The patient was having frequent low flow alarms; however, most are above 1.8. A low flow software upgrade was requested. The low flow software upgrade was performed. In the software upgrade request form, it was noted that the frequent low flows were due to a known outflow graft compression. It was additionally reported that the outflow graft compression was first identified on (B)(6) 2024. The patient continued to have low flow alarms and was symptomatic at the snf. The patient was made dnr and sent to the snf due to age, debilitation and not a surgical candidate to intervene on the outflow graft compression. A computed tomography (CT) scan was performed which revealed a concern for inferior septal angulation of the inflow cannula tract directed toward the inferior septum. Obstruction was unable to be ruled out by myocardium. There was concern for possible obstruction of the proximal outflow cannula by bio debris. There was evidence of mild damage to the wall of the cannula in the proximal and midportion just prior to the upward traction of the cannula towards descending aorta. Anticoagulation was discontinued due to subdural hematoma with no plans to restart.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through the onsite evaluation by an abbott technical service representative. Although a specific cause for the reported low flow alarms could not be conclusively determined through this investigation, the account reported they were due to a known outflow graft (ofg) compression. The reported ofg compression, as well as the reported inflow cannula malposition, could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the submission of CT images and patient status; however, no additional information was provided by the customer. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU (rev. C) and the heartmate 3 patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the IFU, "surgical procedures", also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.